Event description:
It was reported that the pump was on, but the display remained black. The customer's blood glucose (bg) level was greater than 500mg/dl. Customer address elevated bg via correction bolus. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue with the wake button was identified.